Event description:
It was reported that the bd precisionglide¿ detachable needle of the bd¿ tuberculin syringe pulled out of the hub and both remained in the cap during use when removing the cap. This occurred on 2 separate occasions, but the dates are unknown. This complaint was created to capture the 1st of 4 related incidents. The following information was provided by the initial reporter: "consumer reported when she removes the cap from the needle, the needle and hub remains inside the cap. She uses the plyer to remove the needle. She uses twice a day, she has about 14 needle detached from the hub remained in the needle shield."

Manufacturer narrative:
H.6. Investigation summary : eight 1ml syringes were received and evaluated. It was observed six were in fully sealed blister packs from batch 8285569 (p/n 309623) and two were loose. On the two loose syringes it was observed there was hub damage present with vertical scratches. Based on the verbatim the hub damage was likely due to the use of pliers. Six of the fully sealed syringes were tested for shield removal force. All the tested syringes were acceptable per product specification. The reported defect was not identified in the samples received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd precisionglide¿ detachable needle of the bd¿ tuberculin syringe pulled out of the hub and both remained in the cap during use when removing the cap. This occurred on 2 separate occasions, but the dates are unknown. This complaint was created to capture the 1st of 4 related incidents. The following information was provided by the initial reporter: "consumer reported when she removes the cap from the needle, the needle and hub remains inside the cap. She uses the plyer to remove the needle. She uses twice a day, she has about 14 needle detached from the hub remained in the needle shield."